Manufacturer narrative:
The investigation was performed based on expert discussions considering complaint description, customer service reports, system history, and system log files. According to the initial information provided, a patient was admitted as he was "found with right limb weakness and speech disorder for 8 hours". The diagnosis showed "cerebral infarction caused by cerebral artery thrombosis". Therefore, cerebral angiography including intracranial vascular thrombectomy using a catheter was started. During the procedure, about 60 minutes after start, the x-ray aborted. A reboot of the system, performed by the customer¿s in-house technician, solved the problem, after which the procedure was finished. Unfortunately, the patient¿s limb weakness and speech disorder have not improved. As the user already had resolved the problem by performing a system reboot, a log file investigation was performed to determine the issue retrospectively. The detailed investigation confirmed that the x-ray aborted, and that further x-ray release was blocked. The error messages, no xray: ¿fluoro and acquisition not possible¿ and ¿no xray, bypass fluoro not possible¿ was displayed to user. The x-ray aborted due to a gigalink connection error causing the system to switch between two system states (bypass and normal). Therefore, the user has acted correctly (system restart) in this erroneous situation, according to the instructions for use. As per expert opinion, it is most likely an aging hardware component (copra board) caused the problem described in complaint description. The "copra board" was replaced on 17.07.2023 as part of a service activity. In addition, the investigation revealed, that the time between the appearance of the problem and the reboot of the system was approximately 10 minutes. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of a malfunction that occurred on the artis zee floor unit. During an emergency procedure, the unit was not able to release radiation. The caused a delay of the procedure. The user powered off and restarted the device, and the reported issue disappeared. It was communicated that the patient suffered permanent limb weakness and language disorder as a result of the delay. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.